Manufacturer narrative:
Visual examination of the returned device reveals the drill is broken into two pieces. There was no evidence of rust observed on either portion of the drill. The drill appeared to have been used, and the tip was dull. The drill broke at the laser mark, perpendicular to its axis near the top of the drill. The customer was unable to report the lot number of the drill at issue in this complaint, but the customer did report that this drill was used approximately fifty (50) times. The usage is beyond the manufacturer's recommendation for use. Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. Furthermore, the manual recommends that drills should be replaced after approximately twenty (20) uses depending on bone density. The implant site number is not known, but breakage is possible, especially when utilized in the posterior aspect of the mouth, and is due to extreme angle and high direction forces. The complaint condition is confirmed and this is a known failure mode. The tooth site number is not known, however; root cause is most likely attributed to operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unknown. (B)(4).

Event description:
The complainant reported that the clinician was performing a dental procedure on a patient using a prima initial drill when the drill fractured on (B)(6) 2011. The complainant indicated that there was no patient intervention required as a result of the reported drill fracture.